Event description:
A report was received from (B)(6) stating that during service it was found that the device had damaged bearings. It is unknown if the device was used during surgery. It is unknown if there was pt or user injury. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).